Event description:
The patient had 2 single level plates implanted at l5/s1 in 2001. Approximately 6 months later during a routine follow-up, the x-rays showed that the s1 screws, both of them, had fractured. The fracture appears to have occurred along the bone thread portion of the screws. No reported adverse affects to patient.